Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
(B)(4). The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro tip was broke. The hospital did not report any patient effects. The product is returning. (B)(4). Received call from (B)(6) saying the tip was broke on device. She has no pt info and no product info but she was able to save device, so I will get it at some point.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25122096, 25122211 and 25122755 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical usage and evidence of charred tissue were observed on the jaws. A visual inspection was conducted. The insulation on the jaws and heater element were in tact. The device jaws opened and closed normally. The device was evaluated for toggle function. The toggle operated as expected. A slight "click" at the end of the toggle pull-back is present to indicate to the user that the switch has been pulled past the activation point. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle and the internal components were free from debris. Based on the results of the evaluation, the reported complaint for ¿broken tip¿ was unable to be confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro tip was broke. The hospital did not report any patient effects. The product is returning. Received call from (B)(6) at (B)(6) saying the tip was broke on device. She has no pt info and no product info but she was able to save device so I will get it at some point.